Event description:
Doctor reported they had an event of a c-qur v-patch implant infection that needed to be explanted.

Manufacturer narrative:
Awaiting the return of the device for eval. A f/u report shall be submitted upon the receipt of any additional info and the completion of the eval.